Event description:
It was reported that the patient was having trouble keeping a charge on the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred five months ago from the date the manufacturer was made aware.